Event description:
Vns pt with history of drop attacks had experienced a grand mal seizure. It was reported that initiation of magnet mode stimulation did not stop the seizure. Initial reporter indicated that grand mal seizures are new for the pt and that they are not their normal seizure type. Investigation to date has been unable to determine the cause for the reported event.